Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5076 lead, (B)(6) 2008; a 4368 lead, (B)(6) 2013. (B)(4).

Event description:
It was reported that at a device check, it was found that the patient had had an episode of ventricular tachycardia (vt) with one shock delivered after a one time failed anti-tachycardia pacing. The shock was noted to be appropriate. Reprogramming was done through echo-guided optimization until symptoms improved. The device remains in use. The patient is enrolled in the (B)(4). No further patient complications have been reported as a result of this event.